Event description:
It was reported that, "patella was loose. Doctor replaced."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was destroyed during removal and was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.